Event description:
It was reported that a caregiver found the user's ilet infusion set disconnected from the pump since the prior night, resulting in no insulin delivery and a subsequent fingerstick blood glucose of 413 mg/dl, with the pump displaying ¿high,¿. The caregiver reconnected and replaced supplies; this event aligns with an improper or incorrect use procedure involving the pump infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact reported. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.